Manufacturer narrative:
Not returned to manufacturer.

Event description:
Per fce worksheet: reprise iii 0763r3110 dissection in right external iliac; notable dissection in right external iliac with pta and stent preformed to correct. Per crf: (B)(4) - right femoral artery dissection as a result of a procedure complication the dissection was treated with an 8.0 x 6cm stent and was recovered/resolved on (B)(6) 2016. The event was related to the study procedure and unrelated to the study device.

Manufacturer narrative:
Additional information received on confirmed that the date of the event was (B)(6) 2016 and not (B)(6) 2016 as initially reported. This follow-up MDR is also to give an update on the investigation findings by creganna medical in relation to this event as follows: reprise iii (B)(4) dissection in right external iliac notable dissection in right external iliac with pta and stent preformed to correct. Per crf: ae001 - right femoral artery dissection as a result of a procedure complication. The dissection was treated with an 8.0 x 6cm stent and was recovered/resolved on (B)(6) 2016. The event was related to the study procedure and unrelated to the study device. Reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. Device review could not confirm the reported complaint as the device was not received for review. Lhr for lot # 314990 was reviewed. No observations were identified which could potentially contribute to the reported event a similar complaint review was completed for lot # 314990 no significant trend was identified. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. The event description confirms that "the dissection was treated with an 8.0 x 6cm stent and was recovered/resolved on (B)(6) 2016". Additionally, the event description states: "the event was related to the study procedure and unrelated to the study device." Based on the above conclusion no further escalation or corrective action is required at this time. Creaganna medical will continue to monitor for these complaint types.

Event description:
Initial complaint description received was as follows: 'per fce worksheet: reprise iii (B)(4) dissection in right external iliac notable dissection in right external iliac with pta and stent preformed to correct. Per crf: ae001 - right femoral artery dissection as a result of a procedure complication the dissection was treated with an 8.0 x 6cm stent and was recovered/resolved on (B)(6) 2016. The event was related to the study procedure and unrelated to the study device.'